Manufacturer narrative:
The company service representative examined the system and was able to replicate and confirm the reported events of the sound not working and the cassette not being recognized by the system. The reported event of shut down could not be confirmed or replicated. The company service representative cleaned the contact on the audio cable, which addressed the reported event of the sound not working. The company service representative determined that the cassette that was not recognized by the system had been reused. The reported event was resolved by replacing the cassette with a new one. The system was cleaned and lubricated. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the sound not working cannot be determined conclusively. The root cause of the cassette not being recognized by the system can be attributed to customer misuse. After cleaning and lubricating, as needed, the system met product specifications; therefore, the root cause of the shutdown event remains inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before surgery, the system turned off. Upon restarting, the system no longer recognized kit. The customer replaced the kit and went through the prime process successfully. It was also reported that the sound was not working.